Manufacturer narrative:
The patient's physician reported that the pt had been chronically ill, she was underweight (body mass index of (B)(6)), and her diabetes was difficult to manage due to non-compliance. The physician stated that she was not privy to the death certificate. The death certificate was requested, but has not arrived at animas. The pump has been donated to the patient's physician and is unavailable for investigation. A family member said that she is willing to return the meter remote but it has not arrived at animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
It was reported that the pt died on (B)(6) 2011. A family member reported that the pt was transferred to the hosp via ambulance on that date. She alleged that the patient's blood glucose was over 1500mg/dl and that the emergency personnel disconnected the pump in route to the hosp. The family member stated that she is uncertain of the cause of the blood glucose elevation other than that "the pt is brittle" and had difficulty with blood glucose management for long time. She reported that the pt frequently experienced both high and low blood glucose excursions.